Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was under delivering. Caller stated that the customer's mother have called the doctor several times, have adjusted the settings, changed the infusion set to deferent sites, but the high blood glucose remained. The blood glucose was between 287 to 528 mg/dl because the insulin pump was not delivering enough insulin. Nothing further was reported.